Event description:
The pt's meter was reading inaccurately erratic. A pt reported blood glucose results of "267 mg/dl and 134 mg/dl" with a lifescan meter, performed greater than 20 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. She performed two control solution tests, both failed. A replacement meter has been sent.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.